Event description:
It was reported that the suture assistant device was used during a laparoscopic nissen fundoplication. Six cartridges were used and the suture knots slipped. Two sutures were secured with clips. Case was completed with additional cartridges. No pt consequence.